Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. No additional information was provided in the initial reporting. Upon follow-up with the patient's peritoneal dialysis registered nurse (porn), the peritonitis event was confirmed. However, no dates could be provided. The porn was unable to provide information pertaining to the culture results or the patient's antibiotic therapy. The porn stated the patient is immunocompromised due to other disease processes in addition to end stage renal disease (esrd), which makes them more prone to infection. The patient eventually was required to have the pd catheter removed and transitioned to in-center hemodialysis (hd) for several months. A new pd catheter was placed presternally and the patient has been returned to pd therapy for at least 1.5 years. The porn attributed the peritonitis to touch contamination by the patient. The patient keeps extremely long fingernails and is reminded to cut them. The patient was re-educated on proper pd technique and has remained infection free since returning to pd therapy. No further information was available related to the peritonitis event. C-774875. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).